Event description:
Pt had mixed aetiology leg ulcer with abpi around 0.4. Pt's leg was difficult to dress and previously had a lot of wadding held in place by a retention cohesive bandage (coban bandage). Retention of bandage and dressing was problematic and required use of stockings and socks to keep in place. In a subsequent redressing, coban bandage was replaced by top layer of coban 2. In a further re-dressing a nurse dressed the lower limb with the coban 2 system. Gangrene ensued followed by amputation of lower limb following attempted revascularisation.

Manufacturer narrative:
Conclusions: device not returned, no eval can be performed. The product's instructions for use state the following contraindications: abpi less than 0.8. Decompensated heart insufficiency nyha class IV, acc/aha stage d. Product was used incorrectly in this instance.